Event description:
At 1 month and a half from the primary, the patient came in due to an infection and the pathogen is unknown. The patient also reported instability. The surgeon performed a washout and upsized the poly to increase stability. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 08 sept 2025. Lot 2416208: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 2029-jul-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.